Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): ¿ 113633 (65341166) ¿ 115396 (989040) ¿ 180550 (335350) ¿ 180550 (335420) ¿ 180552 (668420) ¿ 180553 (919240) ¿ 405800 (863030) ¿ 405889 (656140) ¿ 110030776 (65433896) ¿ 110031405 (65025926) ¿ 110031427 (65480933) ¿ 110031869 (65381527) ¿ 110040202 (65106097) ¿ 110040300 (65541193) ¿ 20800000010 (64972326) ¿ 20809000401 (65636501) g2: foreign - the event occurred in australia the customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left total reverse total shoulder arthroplasty revision procedure approximately eighteen (18) months post-implantation due to component disassociation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event is confirmed via mmi. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified the following: overall fit of the implant is appropriate. Disassembly of the glenosphere with superior position but no glenohumeral dislocation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.